Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the intraoperative type ia endoleak is confirmed. The additional intervascular procedure of placement of coils is unconfirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms were displaced implant intraoperatively (aortic body) and additional endovascular procedure (snare retrieval of intravascular foreign body-wire) identified. During the investigation, endologix found reasonable evidence to suggest the patient was being treated for peripheral vascular disease (claudication) and had a minimal abdominal aortic aneurysm of 3.4 cm (should be = 5) which is off label. The initial procedure was off label due to concomitant product usage (viabahn stents in the bilateral common iliac arteries). It was reported the stent graft was deployed then moved a few millimeters distally as the torque displaced limb and prevented complete opening, and the limb access was challenging. It is unclear if this contributed to the reported event. The patient underwent left heart catheterization for elevated troponin levels on postoperative day one and was discovered to have severe disease in the right coronary artery which was calcified. (Non-procedure related-preexisting chronic disease condition). The final patient status was reported as stable and discharged. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem - updated. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that there was an intraoperative type ia endoleak. After ballooning the proximal ring the type ia endoleak improved but did not resolve. The physician stated that there was a possibility of over manipulation of devices, which resulted in the type ia endoleak. The patient is stable and currently being monitored while an intervention is being discussed. Update: additional information was received for this case. The possible cause of the displacement of the alto stent graft system was due to the renal to bifurcation length not being long enough for the limbs to open enough for cannulation. On an unknown date, the physician elected to treat the patient using coils and the type ia endoleak was resolved. The patient was reported to be stable post-reintervention.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text: device remains implanted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that there was an intraoperative type ia endoleak. After ballooning the proximal ring the type ia endoleak improved but did not resolve. The physician stated that there was a possibility of over manipulation of devices, which resulted in the type ia endoleak. The patient is stable and is currently being monitored while an intervention is being discussed.